Event description:
It was reported that during the use of the product (when the customer was changing the fixing band to another one), he noticed the flange was damaged. The customer did not use any sharp-edged tools such as scissors during the use of the product. No patient injury. There is no other information available for this complaint.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. Three photos were included for evaluation, photos showed eyelet broken. A product sample was received for evaluation. The sample was received in used condition without the original packaging. The sample was visually inspected under normal conditions of illumination to detect any conditions that could cause functional issues. Eyelet broken was found, complaint was confirmed. Process controls are in place for this failure mode, cuff won?t inflate. Cuffs are 100 percent visually inspected by production personnel. Quality inspectors take a representative sample of the lot and performs visual inspection. Based on the analysis conducted in the sample provided, failure mode was confirmed. According to on procedure, the occurrence of this failure mode could be caused by mishandling during unload. A customer complaint notification was made to production personnel to explain the importance to adherence or following in the manufacturing procedure.